Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pim testing the cardiosave intra-aortic balloon pump (iabp) did not pass the leak test failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the pim test was failing. So, in order to fix the issue, the fse replaced the drive side safety disk and successfully performed an all manifolds test with no failure. The fse then verified that the unit calibrated and passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The failure analysis and testing(fat) dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not verify the failure of the safety disk failure. Test results were within factory specifications. Retaining the safety disk in the fat dept. Per procedure.

Event description:
N/a